Manufacturer narrative:
The thermogard console was evaluated at the customer site. The customer's reported issue of "the patient temperature displayed by the thermogard console (B)(4) was different than the patient temperature measured by a temperature probe" was confirmed during the initial functional testing. The root cause was determined to be a faulty I/o printed circuit board caused by saline spillage into the board due to overflow of saline into the air trap chamber as traces of dry saline were noted on the board, possibly as a result of either user mishandling. Unrelated to the reported complaint, further visual inspection revealed that the pump rotor was observed damaged with signs of corrosion and traces of dry saline on the rotor and in the raceway. The observed issue is likely attributed to saline spillage. The pump rotor head assembly was replaced to remedy the problem. During initial functional testing, the console displayed a different patient temperature, thus confirming the customer complaint. The I/o printed circuit board was replaced to remedy the issue. The event log review showed no significant discrepancies. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and function as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the customer observed that the patient temperature displayed by the thermogard console (B)(4) was different than the patient temperature measured by a temperature probe. The customer used a different thermogard console and continued with the ivtm therapy. No consequences or impact to the patient.